Manufacturer narrative:
This bipap a30 ventilator was manufactured 02/20/2013, which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.

Event description:
The bipap a30 ventilator was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, the device was visually inspected and there was evidence of foam degradation visualized in the device. Review of the device download error log revealed a ventilator inoperative error code indicating a defective electronically erasable programable read-only memory for devices with released software version 2.3 and below. This device was verified to have released software version 2.3 and is therefore subject to reporting for this issue. Replacement of the device printed circuit board assembly would be required to address this issue. No repairs were completed because the device as processed as scrap. This device will be included in 2021-05-a. This device will be included in fsn-2023-cc-src-039.